Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that a customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 2 pm with a high blood glucose level of 475 mg/dl. The customer was treated for their blood glucose with their insulin pump. The caller stated that the insulin pump does not work properly. The health care provider took the insulin pump off the customer during their hospital stay. The caller insisted on having the device replaced. A replacement insulin pump was sent to the customer.